Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This voluntary medwatch is in response to receipt of medwatch form (B)(4).

Event description:
It was reported that the patient underwent incarcerated ventral incisional hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the straps were misshaped and would not work. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): it was reported that the procedure was completed with another fixation device to secure the mesh.